Event description:
Television station is reporting. A woman was pulled from a burning power wheelchair. The woman has one leg amputated. The wheelchair was in a field, the wheelchair caught fire and the grass around the chair burned. A man saw the fire and drug her away from the fire. Man stated flames reached 15 feet in the air. This fire should be investigated. Batteries and motors should not cause a chair to burn up.